Manufacturer narrative:
A mfg review was conducted. The lot met all release criteria. Segments of two seeker catheters were returned for eval. The complaint investigation is confirmed for catheter breaks. It should be noted that per the complaint comments, the catheter was flush while within the packaging hoop. Flushing the catheter activates the hydrophilic coating. If the catheter is not kept moist, then the coating can dry and require excessive force to remove the catheter from the boop and cause the catheter to break. However, the definitive root cause is unk. The current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify the catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if prod damage is evident. Do not continue to use the catheter if the shaft has been kinked.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 2 support catheters broke. The first catheter was flushed while in the hoop, then was removed and used for the procedure; however, after successful use of the support catheter, as the tech was reinserting it into the hoop, 21 cm of the catheter was found remaining in the hoop. It was not observed at the time of use that 21 cm had broken off of the catheter and remained in the hoop. There was no reported pt injury. The user then opened a new support catheter, did not flush it, removed it from the hoop and gently pulled on the distal end of the catheter three times, each time, the catheter broke at the site were the user pulled. There was no pt involvement with the second catheter.